Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction of foreign material in the light guide lens and forceps elevator was confirmed. Based on the results of the investigation, the type of material remaining inside the light guide lens could not be identified. It could be considered that since the material adhered to an inner surface of the scope, the material was not removed by reprocessing. Therefore, it was presumed that humidity invaded the light guide lens which led to corrosion, which may have occurred by applied physical stress to distal end such as hitting and dropping and/or light guide lens glue peeled off by chemical stress such as chemical solutions used for the device. The foreign material was possibly not removed since the reprocessing was not conducted properly due to loss of watertightness of forceps elevator. A definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): IFU for light guide lens states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Physical damage was found at the locations. IFU for forceps elevator states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material inside the light guide lens and forceps elevator. There were no reports of patient involvement.